Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test and the reset error test. The insulin pump was monitored and functioned properly with no reset error alarm. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump alarmed a general alarm. The blood glucose level was not included in the report. Nothing further reported.